Event description:
Representative was notified on (B)(6) 2010 by hospital personnel regarding an adhesive reaction which occurred during an outpatient nipple reconstruction procedure on (B)(6), 2010. According to the risk manager, a resident was providing anesthesia and applied a quatro sensor for bis monitoring. The risk manager believes the sensor was placed prior to the start of the case during a time the attending anesthesiologist was out of the room. Upon joining the case, the attending told the resident to remove the sensor immediately, both because bis "wasn't needed" and because the patient had a documented tape allergy/sensitivity. Per the risk manager, the patient was discharged the same day without any signs or complaints of skin irritation. The patient first noted symptoms approximately 2 days later and initially treated it with over the counter topical steroid cream. Per the risk manager, the "rash" was described as "raised reddened papules predominately just above and extending between both eyebrows." Eventually, the patient consulted a dermatologist because condition did not rapidly improve. The risk manager believes the dermatologist prescribed a different treatment regimen with positive results. Upon review of the patient's chart by the risk manager, the patient had experienced bis monitoring on 3 of 4 prior cases at the hospital without any complaints of skin irritation (case lengths ranged between 2-4 hours).

Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove." The sensor device functioned as intended and does not appear to have malfunctioned. The patient has a know allergy to adhesive which may have contributed to the skin irritation. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, consultation and treatment by a dermatologist is considered medical intervention to prevent serious injury. Therefore, an MDR is required.